Manufacturer narrative:
Additional patient identifier: (B)(6). Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on (B)(6) 2019, the surgeon was putting a cortex screw in a 4th metacarpal and the head sheared off. The 3/4 of the screw shaft was left implanted in the patient while the head and 1/4 shaft was removed. Then, the drill bit/k-wire attachment broke off in the patient. The surgeon believes a previous fracture in the same location could have increased the patient's bone density. Procedure was successfully completed without delay. Fragments were generated but retained in the patient. Patient is stable. This report is for one (1) 1.5 mm cortex screw. This is report 2 of 2 for complaint (B)(4).